Event description:
It was reported that after several attempts to deliver the coil, the physician decided the coil was not the correct size for the anatomy. Upon retrieval, the coil prematurely detached in the catheter. The physician was able to pull the coil out with the catheter from the pt. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval.